Event description:
No indications of non-intact fibers pre-treatment. Audio alarm parameters passed. Blood leak in dialysate lines occurred during treatment initiation. No blood was returned to pt, treatment was stopped, cbc drawn. Last hct on 2/15/95 was 29%. Treatment initiated after episode without problems (new setup). Estimated blood loss 224 ml. Pt experienced no adverse side effects. Pt alert and oriented.